Event description:
It was reported that this pacemaker exhibited early battery depletion while setting up for generator change. This pacemaker was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.